Manufacturer narrative:
The monopolar curved scissors instrument and tip cover have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. Has made several attempts to contact the initial reporter regarding the reported event. No additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: the mcs instrument was observed to have burned during the surgical procedure.

Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors (mcs) instrument with the mcs tip cover installed was burned. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode, as the instrument showed no signs of arcing damage. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited hairline cracks in the axial direction. No other damage was found.

Manufacturer narrative:
On july 31, 2013, intuitive surgical received additional information from the surgeon regarding the reported event. The surgeon stated that the monopolar curved scissors (mcs) instrument and mcs tip cover accessory were inspected prior to use. Direct macroscopic visualization was performed to inspect the cannula. During the surgical procedure the electrosurgical unit's cut setting was 0 and the coag setting was 35. The mcs instrument was installed on the green patient side manipulator arm. Per the information provided by the surgeon, he was performing dissection of the bladder neck when he observed arcing. The mcs instrument did not make contact with any other instrument during the surgical procedure and there is no video recording of the surgical procedure available. There was no injury to the patient. The patient was discharged from the hospital the next day and has not returned to the hospital due to experiencing any post surgical complications as a result of the reported event.